Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks their lead on the left side shifted because stimulation changed from their rectal area to their buttocks area around their butt cheeks. The patient was switched to their right side and the issue was resolved at the time of this report. No further patient complications have been reported as a result of this event.